Event description:
Reference number (B)(4). Event occurred in belgium it was reported that the patient faced infusion set leakage event on (B)(6) 2025. The patient stated that air bubbles in the infusion set and when removed the infusion set , the connector was wet. The blood glucose level was high and the patient was treated with insulin pump. No further information available.